Event description:
A malfunction alarm, identified as malfunction code 12, was reported to have occurred potentially due to moisture from sweat or water. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to enter the pump into storage mode and return it using a pre-paid label. A replacement pump with updated software will be sent to the customer, along with available training in their source account. The customer acknowledged the instructions.